Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported through clinic notes that after replacement of the vns in 2000, there was treatment for infection. The manufacturer's device history records of the lead and generator were reviewed. The sterility of the lead and generator was verified. No further relevant information has been received to date.